Manufacturer narrative:
The country of origin is (B)(6). Occupation is lay user/patient. Strip lot 35350117 has an expiration date of 29-apr-2020. The returned test strips (lot 39393712) were measured on reference meters with a high level control sample: testing range (2.5 inr - 3.1 inr): test 1: 2.8 inr, test 2: 2.8 inr, test 3: 2.8 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Routine retention testing is performed. Retention testing data is r viewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek inrange meter serial number (B)(4) when compared to a laboratory result using the sysmex cs5100 analyzer method. The meter result was 2.9 inr and 2.9 inr and within 1 hour the laboratory result was 2.1 inr. The patients therapeutic range was not provided.